Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Clinical trial. It was reported that the patient returned 405 days following a coronary artery drug eluting stenting treatment procedure with in-stent restenosis. At the time of the index procedure, the patient presented for treatment with an acute myocardial infarction. The mid rca was treated with a 3.5x16mm and 3.5x32mm taxus express2 drug eluting stents in an overlapping fashion and the patient was discharged four days later. The patient presented 405 days following the index procedure for a study scheduled 13 month angiogram. At that time, 80% in-stent restenosis of the 3.5x16mm study stent was found and treated with cutting balloon angioplasty and placement of a 3.5x16mm liberte bare metal stent. On admission, the patient denied any chest pain, however, on further questioning, he admitted to some infrequent episodes of chest discomfort associated with exertion. The patient was held overnight and discharged without any complications. The investigator reported this event as "definitely related" to the device.